Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate of 12 units, which was greater than 30 units less than the expected range of 150-170 units. Despite this, there was no adverse impact to the customer¿s blood glucose level. The customer was educated on the single-use nature of cartridges and guided through the process of filling and loading a new cartridge, resulting in a displayed fill estimate of 235 units, resolving the discrepancy issue without necessitating a cartridge return.